Event description:
Additional information received indicated the patient had undergone a total hip replacement surgery. No knowledge of any problems with the implanted stimulator was reported.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device never worked right and she had it reset every other month. The patient cannot have MRI's and she could hardly walk. The patient's physician relayed there was a recall related to the patient's device. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient had cancelled two pervious appointments ((B)(6)-2011). It was stated that the patient was last seen on (B)(6)-2011 and was to call to schedule a follow-up appointment. The patient's husband called on (B)(6)-2012 and stated he wanted it removed. No medical intervention had been scheduled at the date of this report. The patient outcome was unknown.